Event description:
Pt was revised to resurface patella. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Examination of the submitted tibial insert component confirmed anticipated wear for a polyethylene device implanted for approx thirteen years. In addition, the initial reporting stated the revision surgery was conducted to resurface the pt's natural patella and suggests the tibial insert component was removed as a routine polyethylene exchange. A search of the complaint database did not show any other reports against the product lot code. No evidence of product failure was identified and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.